Event description:
The complaintant reported that a vaxcel pasv PICC had been therapeutically placed in a patient. Sometime subsequent to the procedure, during flushing, a small hole was observed near the hub proximal to the suture wing. No sequellae was identified by the complaintant as a result of the reported problem. The inspection of the returned device identified a fracture in the catheter tubing located distal to the suture wing.